Event description:
It was reported stimulation was in the wrong location and there was a loss of therapeutic effect. The patient had been getting rib stimulation, and they needed stimulation in their legs and feet. It was noted the patient noticed this issue 8 years prior. There were impedances greater than 4000 ohms on some of the bipolar pairs when testing at 3.0 volts. Everything with electrodes 0, 4 and 5 were greater than 4000 ohms. Group impedances showed program 1 at 667 ohms and program 2 at 3030 ohms and 26 ma. The implantable neurostimulator (ins) was reprogrammed using electrodes 1, 2, 6 and 7 to cover bilateral legs to knee. The patient needed more in their back due to "top of the lead not working." Additional information received reported that several of the lead combinations were out of normal impedance due to electrode issues. The device was reprogrammed deleting the electrodes that were out of normal. The new programming was successful with covering the patient's current pain patterns.

Manufacturer narrative:
Concomitant medical products: product ID: 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, lot# j0546562v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).